Event description:
Reporter stated that the device generated an "end of temporary basal rate" error; however, they maintained that they did not program a temporary basal rate. Patient's blood glucose was lower than normal (59-64 mg/dl, normally-150 mg/dl). They self-treated by drinking orange juice.